Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of provided medical records by depuy legal nurse finds the patient was a (B)(6) year old female at the time of right hip revision. She had her initial hip replaced at the age of (B)(6) as a result of a history of legg-perthes disease that resulted in collapse of her femoral head. She was a very active gymnast at the time. Radiographs reveal the right total hip in anatomic position. The patient did well for three years, switched her gymnastics to swimming and diving, and then started having unexplained pain in her wrists, arms and shoulders with some numbness, leaving her unable to drive or hold anything. MRI and mcs were normal. She was tested for metal ions in her blood because metal ion toxicity can cause neuro symptoms. Her chromium level was 14.3 ug/l and cobalt level was 13.1 ug/l. She was scheduled for revision to exchange the ceramic head and metal liner. Upon revision cloudy joint fluid was encountered along with evidence of a stripe wear pattern and diffuse discoloration of the ceramic head. At her 6 week followup it was noted that her neurologic symptoms are improving as she has no more numbness in or tingling in her hands, and increasing strength in her upper extremities. Metal wear debris and metal ion production are listed in the IFU as potential adverse effects with a ceramic on metal hip replacement. It was stated in a followup office note dated (B)(6) 2009 that the patient was given appropriate precautions and instructions regarding her hip and the ceramic on metal bearing and the discussion of the bearing and off label use of the combination was held with the family. A search of the complaints databases finds other reports against the provided (B)(4) pinnacle metal insert lot code. No other reports are found against the (B)(4) delta ceramic head lot code. The root cause is attributed to off label use. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of possible metal sensitivity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-27493. This report, 1818910-2013-13993, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-27493.

Event description:
Update 7/25/16- pfs and medical records received. After review of the medical records for MDR reportability, the patient's metal ion levels are at reportable levels. This com has the head/liner and (B)(4) has the stem. The complaint was updated on:08/19/2016.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13993. This report, 1818910-2012-27493, will be rejected. The 1818910-2013-13993 will be kept for investigation purposes.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.